Manufacturer narrative:
The insulin reagent lot number was 76254600. The expiration date was not provided. The field service engineer visited the customer's site and found that the sample probe was dripping. The root cause was due to an issue in the nozzle assembly. The service actions resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with an insulin assay on a cobas e801 analytical unit. Initial result: 0.400 uu/ml (accompanied by a data flag). This result was reported outside the laboratory with the data flag. The customer stated that they had an issue with the sample probe and, therefore, repeated the sample. Repeat result: 9.8 uu/ml. The repeat result was deemed to be correct.